Manufacturer narrative:
Correction: section h6: health effect - impact code: in initial report, it should have indicated the following code, instead of 2199: 4631- more complex surgery. Section h6: medical device problem code: in initial report, it should have indicated the following code, instead of 1069: 1261 - material fragmentation. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was injected into patient's operative eye. However, the trailing haptic was stuck in between the cartridge and the plunger and the surgeon tried to work the haptic free but in the end, half of the haptic was severed from the rest of the iol. The surgeon was able to cut the lens in half and remove it. Another lens of same model was used as the replacement and there was no complication with the patient. No further information available.

Manufacturer narrative:
Age or date of birth, weight and ethnicity unknown, information not provided. Date of event: unknown, not provided. Catalog number: a complete catalog number is unknown, as the serial number was not provided. Serial number: unknown, information not provided. Expiration date: unknown, as serial number was not provided. Unique device identifier (UDI #): unknown, as serial number was not provided. If implanted, give date: not applicable, as there is no indication that the lens was implanted. If explanted, give date: not applicable, as there is no indication that the lens was implanted. Device manufacture date: unknown as serial number was not provided. Device evaluation: product testing could not be performed since the product was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were not reviewed. Since serial number was not available, neither a manufacturing record evaluation nor complaint occurrence/history for the production order were possible. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.